Manufacturer narrative:
Submit date: 07/19/2016. The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A decontaminated sample with lot number 5217106664x was received and was visually inspected according to procedure and the reported condition was not confirmed, instead stress marks were found, without a split in the wall of the handle section. The investigation determined that this is caused by dimensional tolerance that can lead to difficulty inserting the light glove onto the light handle by the user. The dimensional tolerance is related to a slight reduction of the inside diameter of the light glove handle cover. This reduction in diameter was one of the actions implemented to eliminate pleats in the glove and minimize the potential for splits and tears. This reduction in diameter was observed in a small number of gloves, and if it occurs, it can lead to light gloves that fit tightly over the light handle. If forced onto the handle by the user, the glove may tear or split when being applied. A production notification was performed to all personnel to ensure that they are aware of the reported condition. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer states the light glove split while applying to light handle (covidien handle).